Manufacturer narrative:
Evaluation summary: as a result of investigating for the returned scope, we confirmed that a breakage of kapton tape wound around cmos unit inside the scope distal end. It caused that the electrical safety test in emea to fail. This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. Electrical safety test fail. Detected at incoming inspection.